Manufacturer narrative:
A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" and "other - migration" as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: insufficient or no weight loss. Warnings: patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this may be indicative of a balloon deflation. Warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement. The labeling is adequate as it addresses the reported complaint. The occurrence of this reported complaint for this product will be reviewed as appropriate in the complaints analysis meeting (cam).

Event description:
Medwatch (mw5096356) reported: patient presented to the ER with a small bowel obstruction, and imaging showed a foreign body in the distal small intestine. The physician opened the resected small intestine segment and found a deflated, rolled up orbera balloon. After multiple attempts to gather more information from the reporter, no additional information has been received.